Manufacturer narrative:
Batch review performed on 29-sep-2023: lot 2208390: (B)(4) items manufactured and released on 15-jul-2022. Expiration date: 2027-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of the review.

Event description:
At about 1 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.